Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It is reported that the customer had normal blood glucose levels of 102 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.